Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d4, d8, d9, e1, h2, h3, h4, h6 and h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had foreign body inside. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.